Event description:
On (B)(6) 2014, the reporter contacted animas and alleged as (power) (intermittent power) issue: pump was emitting loss of prime for the last couple of days. For each loss of prime, patient had to rewind, load and prime. Patient has had elevated blood glucose (bg) for last several days, today in the 500 mg/dl s with ketones,confirmed by school nurse. Patient is extremely thirsty, lethargic and is on an alternate delivery plan per her health care provider. This complaint is being reported because the power issue is not resolved and because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing confirmed issue in history but was not able to reproduce during investigation. Black box shows couple minutes power interruptions on the reported period. Tdd add up and equal the programmed basal target measurements were within specifications. The battery compartment and cap are undamaged and able to fit and to maintain electrical connection. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. No power interruption occurred during the investigation, the pump reflected 24u after a 24hr on 1u/hr duration test. No intermittent condition was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.